Event description:
Customer reported erroneous test results when using the coulter lh 780 hematology analyzer. Erroneous test results were reported out of the laboratory. The test results were questioned by the physician. The pt was redrawn. Correct results were obtained and released. No reports of death or serious injury, and no effect to pt treatment as a result of this event.

Manufacturer narrative:
Approx 15 mins elapsed between the time the instrument stopped (due to waste alarm full) and the time the instrument resumed operations. The samples remained in the system in a prone idle position during this time. The sample tube (that generated the erroneous results) was the first tube analyzed after the instrument resumed operations. The beckman coulter rep advised the lab personnel to resume system operation after any reagent alarm by using the "premix" instead of "start" in order to mix sample prior to analysis. Service was not required for the analyzer. Based on the available info, the root cause of the discrepancy in results observed is unk. However, it is possibly related to poor pre-analytical sample mixing. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.